Manufacturer narrative:
The device has been returned. The quality engineer will conduct a review of the device production records, and do a thorough examination of the returned product. Upon receipt of the quality engineer's investigation report, I will file a supplemental report.

Event description:
It was reported that "grounding pad placed on left thigh. When pad was removed, there was a burn in the shape of a circle."